Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.

Manufacturer narrative:
The log file evaluation revealed that the respective procedure was started after a successfully provided self test. After more than 30 minutes of stable and unremarkable automatic ventilation the self-monitoring function detected a wrong motor position. The defined system response is to force a shutdown of automatic ventilation and to post a corresponding alarm. Manual ventilation remains possible in this state. The motor assembly had been replaced and returned to the manufacturer for evaluation. It could be determined that the motor did not start-up without applying mechanical force to the spindle. This indicates that the collector disc was at least partly abraded leading to intermittent losses of electrical contact between collector and the carbon brushes. Dräger finally concludes that the workstation reacted as designed upon the malfunction of a wear-and-tear component. Reportedly, the user was alerted to the shutdown of automatic ventilation and could finish the procedure by means of manual ventilation. No patient consequences have occurred. The repair exchange of the motor assembly has put back the device into fully operable condition.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00082.